Event description:
It was reported that a user of the ilet insulin pump experienced elevated blood glucose levels, with readings up to 190 mg/dl for approximately two hours, after breakfast and following two meal announcements; the pump was expected to increase basal insulin to address the hyperglycemia, and additional training was scheduled and reportedly completed. Symptoms included hyperglycemia without ketone testing, without use of backup therapy, and without acute symptoms. Outcomes included no alerts above 300 mg/dl, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with review of reported device behavior and user technique. Investigation of this case revealed no device alarms or malfunctions reported and no device component issue identified, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.